Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. The results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
A philips field service engineer evaluated the system and confirmed the reported issue. Two solenoids were replaced to resolve customer¿s immediate concern. A thorough investigation was to be performed to determine the cause of the reported problem; however, the suspected parts were not returned for analysis. The system has returned to service with no similar issues reported.